Event description:
It was reported that the programmer was frozen shortly after start. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze shortly after start-up. It was noted that the stylus was defective and was unable to respond to input. It was noted that the test stylus and the cursor position on the touch screen were misaligned. Test stylus calibration was not possible initially. After cleaning and re-seating the x-y board connector to the touch screen, calibration was successful, allowing the inspection to proceed. The upper and lower handles were slightly broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.